Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.